Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The x-ray tube, gantry cable, power converter, and image acquisition system (ias) power tray were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Functional testing on the x-ray tube, and ias power tray found that the components were functioning as designed. Functional testing on the cable found that there was some damage to the isolation, but was still functional and did not contribute to the reported event. The power converter was found to be malfunctioning causing the reported event. Other relevant device(s) are: product ID: b i71000176r, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system displayed imbalanced kv and ma errors.